Event description:
The reporter stated that the surgeon had inserted a aa4203tl toric single piece silicone lens into patient's eye and realized the haptic was torn. The lens was removed & replaced with no patient injury. The reporter stated that the haptic was damaged during loading.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned product shows the lens is torn in half in two places. One plate haptic is torn off & missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.